Event description:
It was reported that there are seeing source line artifacts in images, these are still visible after pixel mapping, causing the patient to be re-exposed. It was determined that the array needs to be replaced.